Manufacturer narrative:
Additional information was provided in b5, b6 and h6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that patient got operated by retina surgeon, got iol exchanged and was currently settled with vision better than 6*12.

Event description:
A physician reported that following cataract surgery with an intraocular lens (iol) implant procedure, patient complaint of pain, redness and vision distortion. Patient was on anti-glaucoma medication with current iop as 17.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).